Event description:
The ge oec 9800 fluoroscopy system displayed a low ma error message. Image were also not being saved correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-loaded the system software for the image saving issue. The filament was re-calibrated to address the low ma error. The system was teated and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.